Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: evaluation revealed that the battery compartment was cracked from the threads to the mid-region of the finger pad. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that there was a crack down the side of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.